Event description:
On (B)(6) 2012, medwatch uf/importer report 2201760000-2012-8010 was received: event desc: the hook broke into two pieces during surgery. The pieces were removed from the area and saved. Nothing was retained in the patient. There was not harm to the patient. What was the original intended procedure? Robotic-associated laparoscopic right partial nephrectomy. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
Since the instrument was not be returned for evaluation, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received or the instrument is returned.